Event description:
The patient initially reported the infusion device displayed an e7 electronic error. The infusion device was received by the manufacturer, and a preliminary evaluation found the vibrator motor does not function and there are e7002 errors in the history. Additional information will be submitted when the evaluation is complete. No physiological effects were reported.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report. Device evaluation is in progress.

Manufacturer narrative:
The complaint can be verified. E7002 errors were found in the history, and the vibrator motor does not function. An internal defect of the vibrator led to the problem. The acoustic and visual alarm functions are not affected.